Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the pt came in with a troponin bump, an estimated two days out infarction. Using a intravascular ultra sound (ivus), it was decided to implant the 3.0x 18 mm promus stent. After successful dilatation of the stent, significant thrombus was noted. A 2.0x 12 mm balloon catheter from another company was used to try and compress the clot distal to the promus stent; this was moderately successful. A second balloon catheter, size 2.5x15mm, was used for additional dilatation. Then a 2.75 x 18mm promus was implanted distal with success. During this time, the pt was also given adenisine and nitro. To finish the case, proximal to the original promus stent, a 3.0x8mm promus stent was implanted. The angiography confirmed it to be successful. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.